Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred vascular access was obtained via the right femoral artery. The concentric shaped, 60mm in length, de-novo target lesion was located in the moderately calcified, non-tortuous, 4mm in diameter, distal right popliteal artery. The lesion was pre-dilated with another manufacturers' 4x40mm balloon catheter. The physician was then advancing this 4.00mm/1.5cm/140cm s-pcb flextome balloon catheter over another manufacturers' 0.014" guide wire outside the patient when a restriction was noted. The guide wire would not fully exit through the monorail exit of the catheter. The physician then attempted to back the catheter off the wire when the catheter broke proximal to the monorail exit. This occurred outside the patient, prior to insertion. The procedure was completed with another manufacturers' 3x40mm balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred vascular access was obtained via the right femoral artery. The concentric shaped, 60mm in length, de-novo target lesion was located in the moderately calcified, non-tortuous, 4mm in diameter, distal right popliteal artery. The lesion was pre-dilated with another manufacturers' 4x40mm balloon catheter. The physician was then advancing this 4.00mm/1.5cm/140cm s-pcb flextome balloon catheter over another manufacturers' 0.014" guide wire outside the patient when a restriction was noted. The guide wire would not fully exit through the monorail exit of the catheter. The physician then attempted to back the catheter off the wire when the catheter broke proximal to the monorail exit. This occurred outside the patient, prior to insertion. The procedure was completed with another manufacturers' 3x40mm balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis in two pieces. An examination of the device found that it was broken at the midshaft, proximal to the guide wire exit port. The distal section of the midshaft was stretched. The shaft distal to the guide wire exit port was stretched for a length of 4mm. The shaft was also kinked 21mm from the proximal bond. The balloon could not be inflated due to the break in the shaft. There was no visible damage to the balloon. The inner lumen proximal to the distal tip was kinked. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).